Manufacturer narrative:
(B)(4). Maquet is developing new hygiene protocols for its heater-cooler units hcu 40, hcu 30 and hcu 20. These new protocols include preventive measures, routine disinfection as well as high level disinfection and biofilm reduction ¿ also effective against atypical mycobacteria in the water systems. The newly developed disinfection procedures are taking a holistic approach based on validated methods. The timeline for the introduction of the new hygiene protocols is currently carefully examined in order to communicate reliable dates also requested by health authorities. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu20 was contaminated with mycobacterium gordonae. The water sample was taken during maintenance, so there was no patient involved. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 10:07 am (gmt-4:00) added by (B)(6): the reported incident was identified as an issue relating to the decontamination procedures for the device. A CAPA was opened to address the reported issue. A health hazard evaluation (hhe) was performed to determine the risk associated with the reported issue and the outcome was determined to be low. A field service corrective action (fsca) was issued regarding a revised decontamination procedure for the heater and heater-cooler systems from maquet. The fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. As part of the fsca, the instruction for use (IFU) was to be revised with a new disinfection procedure. This revised procedure was due to be implemented by (B)(6) 2016. However, the roll out for the updated procedure for the hcu20 could not be concluded due to some concerns regarding the validation of the new procedure. However,it was assured that the hcu20 device is safe to be used for both the patient and clinical staff based on the tests performed regarding the ¿aerosolization of bacteria from contaminated water tanks¿. The results of these tests concluded that no relevant bacterial particle emissions were observed during heating or cooling of the device and no contaminations were observed in a simulated operating room (or) environment during heating or cooling.

Event description:
Internal reference: (B)(4). Customer reference: (B)(6).